Manufacturer narrative:
The customer noted that the top sipper screw was tight and that its movement was smooth. The nozzles were also noted to be aligned. On (B)(6) 2021, another red alarm was noted on the ise module for ise 2. This time, it was the sipper nozzle not stopping at the lower end position. There were also three simultaneous alarms for voltage level error. The nozzles were checked and were found to be in order. The module was reset and ise 2 was patient masked. On (B)(6) 2021, the field service engineer (fse) replaced, adjusted and aligned both of the solenoids. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on a cobas 8000 cobas ise module. The initial result was not reported outside of the laboratory. The reporter noted a red alarm on the ise 2 of the ise module. The alarm indicated that the vacuum nozzle did not stop at the lower end position. The module was reset and normal operations were resumed. The questionable result was noted afterward. The initial sodium result was 143 mmol/l with a repeat result of 132 mmol/l. The sodium electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.